Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was symptomatic with vvi 65 mode pacing. The implantable pulse generator (ipg) triggered elective replacement indicator (eri) and the mode changed to vvi 65. The patient had increased falls and an altered mental status. The device was explanted and replaced. No patient complications have been reported as a result of this event.